Event description:
The customer reported that while running an htlv I/ii assay summit sample handler failed to deliver sample to well a10 and no error message was generated. The instrument was taken out of service and an engineer was dispatched to investigate the problem. No death or serious injury was associated with this event.